Event description:
Patient presented with localized, left sided pain post-essure placement. The physician prescribed pain medication but the pain persisted. The physician performed hysteroscopy and removed what he believed to be part of the delivery catheter from the left side tube. The patient is fine and the physician is scheduling an additional hsg in one month's time to confirm occlusion.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.